Event description:
It was reported that via remote transmission, post-sensed t-wave oversensing was observed on stored egm. Patient was asymptomatic. Programming changes were recommended. Subsequently, the patient presented to the ER after receiving multiple inappropriate hv therapies due to post-sensed t-wave oversensing. No programming changes were made.

Manufacturer narrative:
Device not returned. (B)(4).